Event description:
Additional information was received from a patient (pt). It was reported that the recharger was not charging like it should. Pt would start recharging and it works but then the screen goes scrambled and weird and does not do it. The other night the pt also could not turn off the recharger. Pt called their previous rep who does not even do it anymore and the rep told pt to press the side button and it turned off. Pt also saw 'a picture of someone talking on the phone' (eri). Pt rep confirmed the implantable neurostimulator (ins) is still charging and working. Pt does not have any managing healthcare provider (hcp) and only has the primary hcp. Pt saw them yesterday. Pt rep also reported therapy never worked for the patient. The trial worked but with the permanent implant, the surgeon decided to insert it more perfectly but it did not work and never took care of pain in the feet and never did anything that the trial did. Pt kept recharging the implant in case they need to have an MRI. Discussed pts with an recharger (insr) are being transitioned to wireless recharger. Suggested to replace the insr like for like instead due to device coming to eos in 2025 and pt will be talking to hcp about getting it removed at some point. A replacement recharger (insr) was sent out.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a friend/family member regarding a patient who was implanted with an implantable neurostimulator (ins). The patient was hard of hearing, so pt rep lead call. The reason for call was caller reported the patient was having a problem with the recharger and/or implant. Caller said the screen wouldn't turn off when it was time to stop charging and kept doing weird things like vibrating. Agent asked, caller said they didn't know if it was the implanted neurostimulator or the recharging equipment that was vibrating, but they couldn't get it to turn off. Caller mentioned they had called medtronic representative, a few days ago, but couldn't remember when they spoke with rep - they said rep may no longer work with scs but it was unclear if they were no longer with medtronic at all, so agent considered that to be notify date just in case. Caller said they finally pressed enough buttons to get the screen to come back on, but the implant didn't charge completely. Caller said the ins was unable to fully charge, and now today they were already down "12%." Agent had caller turn on recharging equipment to see if it would behave like normal, and caller said it was working and was able to turn off and function as expected. Agent documented information and suggested they monitor the equipment. Caller repeated information previously documented in case (B)(4). Patient said they were having a lot of pain recently in new and different areas, but therapy still doesn't help, so they wanted to know if they could just let the implant battery go dead. Agent reviewed information related to potentially over discharging the ins and suggested they continue to charge as long as they still can. Agent reviewed eventual eos information with caller and they may want to have the scs system removed when that time comes. Patient's healthcare provider was dr. (B)(6) (first name asked/unknown).